Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57 - user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of (B)(6) bgm system to the results from another trividia's bgm system (B)(4). Note: manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call back on (B)(6) 2017. At call back on (B)(6) 2017, the customer stated he was still feeling tired and was not sure if it was related to his diabetes. Customer stated no medical intervention was needed since the last call. Customer stated that he took his blood glucose the day before but did not remember what it was. Customer did not have meter with him at time of call. Unable to contact the customer via telephone at call back on (B)(6) 2017. At call back on (B)(6) 2017, the customer stated he was not feeling well and that he was tired and not sure if it had to do with his diabetes. The customer stated no medical intervention was needed since the last call. The customer stated blood test performed with the truemetrix meter produced result of 207 mg/dl. Unable to contact the customer via telephone at call back on (B)(6) 2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 185 and 240 mg/dl. Customer also concerned with meter to meter comparison of 185 mg/dl using truemetrix meter and 235 mg/dl using another device. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 205 mg/dl and 194 mg/dl using truemetrix meter. The product is stored according to specification and is stored in the dining area near the kitchen (not in high humidity area). The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 185mg/dl (B)(6) 2017 12:41 pm fasting:yes; 240mg/dl (B)(6) 2017 10:01 pm fasting:yes. Memory concerns: customer is concerned with the results of 185 mg/dl and 240 mg/dl in the meters memory. Customer called regarding results that he is getting from his meter. Customer is doing a meter to meter comparison with a true metrix meter and a relion meter. Customer stated that he is feeling a little tired today but declines needing medical attention at this time. Customer states that he used the relion meter and the results are too far off. The result from the relion meter is 235 mg/dl on (B)(6) 2017. Had customer perform a back to back blood test with results of 205 mg/dl and 194 mg/dl non-fasting. Customer states that he does not know what his range should be. Customer states that he has been trying to keep his blood glucose level < 130 mg/dl fasting.